Event description:
A malfunction on a pump was reported by a caller, who noted that there were no notable events leading to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the malfunction code, which was resettable, and the issue did not recur afterward. The caller was instructed to continue using the pump and to call back if any issues reappear, acknowledging and understanding the instructions provided.